Manufacturer narrative:
Concomitant medical products 5086mri x2 leads implanted (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a pocket infection. The cardiac resynchronization therapy defibrillator (crt-d) pocket was swollen, inflamed, and developed a bump with white puss. Dermatology noted it was an "allergic reaction." The pocket was opened and flushed with antibiotic, the bump was excised, the patient was prescribed antibiotic, and the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.